Event description:
Needle leaks from where syringe connects.

Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. F/u will be provided as additional info is received and complaint investigation analysis (B)(4) is completed.